Event description:
Medtronic received information that three weeks following the implant of this transcatheter bioprosthetic valve, moderate paravalvular leak (pvl) was identified. Subsequently, a second medtronic valve was implanted valve-in-valve, and the pvl improved to mild. It was noted that the deep implant depth of the first valve contributed to the pvl. No additional adverse patient effects were reported.

Manufacturer narrative:
Concomitant medical products: product ID: d-evolutfx-2329; lot #: unknown; ubd: unknown; UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that three weeks following the implant of this transcatheter bioprosthetic valve, moderate paravalvular leak (pvl) was identified. Subsequently, a second medtronic valve was implanted valve-in-valve, and the pvl improved to mild. It was noted that the deep implant depth of the first valve contributed to the pvl. No additional adverse patient effects were reported. Additional information was received that the implant depth of the first valve was 15 mm on both the left and the non-coronary cusps.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329; lot#: 0012192769; ubd: 2026-03-19; UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that three weeks following the implant of this transcatheter bioprosthetic valve, moderate paravalvular leak (pvl) was identified. Subsequently, a second medtronic valve was implanted valve-in-valve, and the pvl improved to mild. It was noted that the deep implant depth of the first valve contributed to the pvl. No additional adverse patient effects were reported. Additional information was received that the implant depth of the first valve was 15 mm on both the left and the non-coronary cusps. Additional information was received that the goal implant depth of the first valve was 4 mm. The inaccurate delivery may have been caused by too much forward pressure held upon valve release from the delivery catheter system.

Manufacturer narrative:
Continuation of d10. Section d references the main component of the system. Other relevant device(s) are: product ID: d-evolutfx-2329; lot #: 0012192769; ubd: 2026-03-19; UDI#: (B)(4) updated data: b5. D10. H6. H11. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.